Event description:
It was reported that the patient developed skin erosion at the ipg site. The ipg is exposed. As such, surgical intervention may take place at a later date to address the issue. The ipg was implanted in 2006.

Manufacturer narrative:
Date of event is estimated. Exact date of implant is unknown. D11: therapy date is estimated. Therapy date is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received.

Manufacturer narrative:
Date of implant is estimated.

Event description:
Additional information received indicates that an infection was suspected as a nodule was developing over the lead site. As such, surgical intervention took place wherein the ipg and lead were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.